Event description:
A customer contacted global technical service (gts) regarding assistance with a low drain volume alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated that they had gotten up to go to the bathroom and to get a drink of water, and realized they were not connected to the hc. The hp found the line under their bed with the clamp closed. The hp stated that the floor was not wet, and the hc screen said "low drain volume alarm". The hp wanted to know how that could be. The baxter technical service representative (tsr) suggested that maybe the hp had closed the clamp and disconnected the patient line while sleeping. The tsr instructed the hp to start over with new supplies. The tsr also told the hp to call their peritoneal dialysis registered nurse (pdrn) because they were moving around their house with the catheter open, and did not know how long they were asleep without a cap on the transfer set. The tsr assisted the hp to end therapy. The call was completed. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance spoke with the pdrn on (B)(6) 2012 in regards to low drain volume alarm. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.